Event description:
Reporter noted phaco wasn't working right and a posterior capsule tear occurred; converted to extra-capsular cataract extract. Tried to do an anterior vitrectomy and it wounld't cut; changed vitrector twice. Finally switched out system to complete case. Sutured wounded to close. Some corneal edema post-op but expects full recovery.